Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, excessive no delivery and prime tests. The motor passed the motor test and no motor error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case on a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during basal. The device was not exposed to high magnetic field greater than 600 gauss. The alarm occurred five times in the last three days. The blood glucose was 143 mg/dl. The customer was advised to disconnect from the device. Nothing further was reported.